Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the manufacturer representative reported that the patient was getting cramping and uncomfortable stimulation in the mid-back, and that she was not able to get good stimulation with the 1x8 lead. There were no falls related to this issue. This event occurred just after previous programming session. The implant was on and an electrode impedance test at 3.0 volts was performed. The results (with a reference electrode of 0) included the following (electrode, impedance): 1, 554 ohms; 2, 19826 ohms; 3, >40000 ohms; 4, 12000 ohms; 5, 10000 ohms; 6, 7600 ohms; 7, 8000 ohms; 8, 3300 ohms; 9, 35000 ohms; and 10-15, 3600 ohms. With a reference electrode of 8, the impedances of electrodes 0-7 were high (similar to the previous values with a reference electrode of 0), electrode 9 had impedances of 25000 ohms, and the electrode impedances of 10-15 were 800 ohms. It was reviewed that the extension seems to be the problem. There were no pairs with any of the 0-7 electrodes. There was no out of range electrode being used in programming and causing the therapy problems. The impedance measurement of >40,000 ohms was a high impedance measurement, which may include a fracture or disconnect. X-rays were recommended and taken. The manufacturer representative was going to review them with the medical doctor to try to identify a potential issue. Additional information regarding the x-ray results were requested, and a follow-up report will be sent if additional information is received.

Event description:
Information received from the manufacturer representative reported that, in regards to the results of the x-rays performed, there was no lead movement. No cause was determined. The patient will be revised. A follow-up report will be sent should additional information be received.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the consumer reported that they went to their doctor's office to meet with a manufacturer representative to reset their stimulator. However, it was noted that they would have to return since the stimulator was still not doing what it was supposed to do.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2015, product type: extension. Product ID: 3887-33, lot# j0511553v, implanted: (B)(6) 2005, product type: lead. Product ID: 3887-33, lot# j0454274v, implanted: (B)(6) 2005, product type: lead. (B)(4).

Event description:
Information received from a consumer reported that there was no stimulation. The consumer turned her stimulation on and she was not feeling stimulation on any of her programs. The consumer was only feeling an occasional pinching sensation in the back with stimulation on. It was noted that the change in therapy was sudden. There were no reported falls or traumas related to this issue. The issue began on (B)(6) 2015 and occurred during use. Additional information received from a health care provider reported that the consumer was seen on (B)(6) 2015 where impedance was tested and reprogramming was performed. No further outcome was reported. No cause for the issue was determined. Follow-up was conducted to obtain this information. If additional information is received a follow-up report will be sent. The consumer's indication for use was noted to be non-malignant pain and complex regional pain syndrome type 1.